Event description:
It was reported that approximately 36 months after the direct xience stent implantation in the distal circumflex artery, the patient had increasing chest discomfort and shortness of breath. Functional ischemia test was positive. The patient underwent percutaneous coronary intervention to treat a lesion in the distal circumflex artery. Cardiac catheterization report stated that the "the site of prior angioplasty and stenting within the distal vessel was widely patent."no additonal information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and ischemia is listed in the xience instructions for use as known adverse events associated with coronary stenting. It should be noted that the instructions for use states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. It is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). The reported stenosis is listed in the xience instructions for use as a known adverse event associated with coronary stenting.